Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. Failure analysis confirmed and replicated the customer reported complaint. The instrument was found to have a dislodged grip-tang near the base of the grip tip. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the force bipolar instrument joint (middle piece) was broken. No known impact or patient consequence was reported.